Event description:
The doctors claim that the graft, implanted for an abdominal aortic aneurysm procedure, leaked [spouted] blod from the area of its bifurcation (hole). The area was sutured to stop the leakage. The graft was left in. The condition of the patient is unknown and unattainable. Note: on 11/4/1999, co learned that the quantity of blood lost through the graft is unknown and unattainable.